Event description:
It was reported that customer experienced cgm error message while using sensor. There was no reported impact to customer¿s blood glucose level. Customer contacted support, received instructions for full pump reset, completed reset with assistance, and error did not recur, after which customer successfully started new sensor session.